Event description:
The patient experienced stimulation in the wrong location. He was implanted last thursday and woke up today not feeling well with feeling the pulsing in his anus. Additional information has been requested.

Manufacturer narrative:
(B)(4)